Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient presented to office with tender pocket site and redness. Doctor determined that it was infected and she was explanted. The issue was resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021 explanted: (B)(6) 2022, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI #: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 05-nov-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.